Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4) methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4).

Event description:
This complaint is from a literature source. It was reported that a (B)(6) male patient developed multiple small fistulae from the right and left circumflex coronary arteries to the left atrium five months after his third radiofrequency ablation (rfa) procedure. The patient had no fistulae-related signs or symptoms and is seen regularly at an outpatient clinic. This patient, who has no structural heart disease or coronary artery disease, had undergone rfa three times in the previous three years using an irrigated-tip navistar thermocool ablation catheter because of recurrent symptomatic atrial fibrillation. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, these events are unrelated to the device and most likely related to the procedure. Title: "multiple coronary arteries to left atrial fistulae: an uncommon complication of radiofrequency ablation for atrial fibrillation." The purpose of this study was to show that the multiple rfa procedures induced coronary neovascularization and fistulae formation after ischemic injuries to the la. Suspected device is navistar thermocool ablation catheter, however catalog and lot number are unknown. The awareness date for this complaint is 10/20/2015 because the article was reviewed on 10/20/2015.